Manufacturer narrative:
Results: inherent risk of procedure (migration). Patient's condition affected effectiveness of device (disease progression; neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 6 years ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that during a routine follow-up the stent graft was found to have migrated distally 2 cm. The stent graft migration was attributed to disease progression and aortic neck dilatation to 23 - 25 mm in diameter. An aneurx 28 mm diameter aortic cuff was implanted to successfully address the stent graft migration. No additional clinical sequelae were reported and the patient is fine.